Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that insulin pump's display screen went blank during a bolus. Customer reported that the insulin pump alarmed failed battery test after a new battery was installed. Customer reported that installing a new battery did not resolve the issue. Customer's blood glucose reading was 245 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The customer called stating the insulin pump is now working, stated clean out battery compartment. The customer will be sent a new battery cap.